Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not returned, no further testing and analysis could be performed on the defective product, so the root cause of the needle breakage cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At approximately 9:30 a.m. On (B)(6) 2026, while a nurse was preparing supplies for post-procedure care following an IV catheter insertion on patient, she noticed that the rigid cannula portion of the catheter she had just used was missing, and the break was blackish gray in color.